Manufacturer narrative:
Section d4: UDI was corrected. Device serial number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of the system monitor showing a pump off and low flow alarm despite the pump speed and flow being within the normal range was confirmed. The submitted photograph showed a pump off and low flow alarm active on the system monitor; however, the pump speed displayed on the system monitor was 5200 revolution per minute (rpm) and a pump flow of 3.8 liters per minute (lpm). The submitted controller event log file contained data spanning 4 days (B)(6) 2024 per the timestamp). No pump off or low flow alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file and no speed drops below the low speed limit were captured. No notable alarms were active in the log file. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor and explains how to set up and use it. This section contains troubleshooting steps for the system monitor and instructs the user to contact abbott for assistance if the system monitor still does not work. Heartmate 3 patient handbookunder section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section f, entitled ¿safety checklists¿, provides checklists to assist the user in performing routine maintenance of the heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a red alarm banner was displayed on the system monitor with no audible alarm. It was confirmed that the pump was on and flowing. All connections were checked, and a system controller test was completed, which was normal. The patient was placed on batteries and the system monitor was unplugged and reset. The patient was put back on the power module and system monitor. There was no pump off, low flow or pump stop in the system controller history. Resetting the system monitor cleared the red alarm banner. Log files were submitted for review and there were no unusual events recorded in the event history. The mechanical circulatory support (mcs) equipment was operating as intended.